Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and turbid dialysate. The cause of the peritonitis was not reported. The same day the patient began treatment with an unspecified antibiotic. At the time of this report the patient was not recovered from this peritonitis event. Physioneal therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).